Event description:
The customer reported 17 units of hemolyzed plasma derived from whole blood. There was not a transfusion recipient or patient involved at the time of the whole blood processing for plasma units; therefore, no patient information is reasonably known at the time of the event. The disposable sets are not available for return because the customer discarded them. This report is being filed due to a device malfunction that has the potential for injury.

Manufacturer narrative:
(B)9)(4). Investigation: the 17 disposable sets were not returned for investigation. Reserve samples were visually examined, and the solution volume and solution composition were tested, with no abnormalities noted. The manufacturing records were reviewed with no issues noted. Hemolysis testing was performed on the cationized and super-cationizated membranes from a typical hemolyzed lot, with hemolysis found. Cationization pretreatment process had been switched to a different machine for the manufacture of this lot. Root cause: a definitive root cause could not be determined. It is possible that the cationization levels of the filters is causing the hemolysis, or that the equipment switch for the cationization pretreatment process is causing the hemolysis. Hemolysis can also be caused by the following: characteristics of blood, e.g. Red blood cell fragility-bacterial contamination-excessive cooling; filter clogging. Corrective action: the cationization pretreatment process has been moved back to the original equipment until the possible cause of the incident due to the equipment change has been identified.